Manufacturer narrative:
If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted, and therefore not explanted. Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. Visual inspection using magnification showed residue of viscoelastic material on the cartridge. The plunger and push-rod were observed in advanced position. The intraocular lens (iol) was not in the cartridge. No lens was returned. The cartridge tip was observed cracked. No assembly error and/or defect were observed in the preloaded device related to manufacturing process. The customer's reported complaint could not be verified. The condition of the returned sample was consistent with a product that was handled and prepared for a surgical process. There was no evidence to suggest that the complaint sample was affected by the manufacturing process. No product deficiency was identified. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the labeling review was completed. The directions for use (dfu) adequately provide instructions, precautions, along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge of the preloaded delivery system (model pcb00) was split during implantation of the intraocular lens (iol) into the patient's operative eye. There was patient contact but no injury occurred. Additional information was received and it was learnt that the lens was stuck in the cartridge and it was partially delivered into the eye. There was no incision enlargement, no vitrectomy was performed and no sutures used. No other information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.